Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was damaged. The struts on the most proximal row were raised and misaligned. This damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent damage occurred. The target lesion was located in the ostial right coronary artery (rca). After pre-dilating the lesion, a 2.50x38mm promus premier¿ drug-eluting stent was advanced to treat the target lesion but failed to cross. The device was removed from the patient's body, pre-dilated the lesion again and re-advanced the promus premier¿stent but still could not cross the lesion. The physician attempted to remove the device again but the device was stuck in the guide catheter. Subsequently, the stent, the guide wire and the guide catheter was removed from the patient's body as one unit. After removal, it was noted that the proximal edge of the stent was flared. No patient complications were reported and the patient was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent damage occurred the target lesion was located in the ostial right coronary artery (rca). After pre-dilating the lesion, a 2.50x38mm promus premier&#10244;rug-eluting stent was advanced to treat the target lesion but failed to cross. The device was removed from the patient's body, pre-dilated the lesion again and re-advanced the promus premier stent but still could not cross the lesion. The physician attempted to remove the device again but the device was stuck in the guide catheter. Subsequently, the stent, the guide wire and the guide catheter was removed from the patient's body as one unit. After removal, it was noted that the proximal edge of the stent was flared. No patient complications were reported and the patient was fine.